Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was trouble with clips crossing and double clips on top of one another. There were no patient consequences. Case was completed by using a ligamax 5mm device. Three devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.